Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an 8.5 cm long abdominal aortic aneurysm. The pt had a complete occlusion of the left renal artery just distal to its origins in the aorta. Final implant arteriography showed excellent flow and no evidence of an endoleak. However, the pt was noted to have absent distal pulses in the right foot. X-rays taken 4 days later showed the graft to be intact with no kinking or other abnormalites. Post operatively the pt developed acute renal failure attributed to contrast dye used in the angiography and dialysis was not indicated at that time. It is reported that the pt presented to the emergency room 6 days post implant with complaints of nausea, vomiting and intermittent left lower quadrant abdominal pain and was diagnosed with small bowel obstruction. An ultrasound revealed that there was compression noted with the right junction, common femoral, superior superficial and popliteal veins. It is reported that there is no indication in the middle records available of any endoleak, migration, kinking or other problems with the stent graft. The pt expired 46 months post implant. The cause of death is unk.